Event description:
It was reported that a peritoneal dialysis (pd) patient while using the liberty cycler they stated that she set up cycler and got to step 7 where the patient was ready to connect when the cycler screen went blank. The screen was blank during step 7 of setup. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Rebooted the cycler, ok and stop keys lit up but the screen remained blank. The patient can't turn on cycler during power up. There was a sound when ok/stop buttons were pressed. Switched the cycler on and there was lights on the stop, ok and up/down keys. No patient involvement was reported. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information and sample availability, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior no showed signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2224] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check passed. The touchscreen test passed. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.